Event description:
A cracked and shattered touchscreen was reported, making the pump's touchscreen unresponsive and preventing interaction. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy, and technical support arranged for a pump replacement.